Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a urology procedure, the device locked out on an unknown firing. The device had been partially fired and then they attempted to open the device and could not get it open. It was not reported how it was removed from tissue. These are all the details known of the event. No patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with three ecr60w cartridge reloads present. Cartridge (b), was received fully fired and in good visual condition. Cartridge (c) was received fully fired and in good visual condition. Cartridge (d), was received partially fired 1/16 and in good visual condition. It is possible that while loading the reload (d), the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge (d) and achieved its complete firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.